Event description:
Puritan bennett 7200spe ventilator failed to give an audible alarm despite giving visual alarm display. Ventilator taken out of service at time of incident. Co notified. Biomed technician came in 10/10/97 and initiated repair. No further incident noted.